Event description:
The customer reported that after pipetting an antibody screening plate on summit the tech observed that no sample was added to multiple wells. No error was generated. No death or serious injury was associated with this complaint.